Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent essure confirmation test". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain,"), dysmenorrhoea ("dysmenorrhoea(cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstural bleeding)"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted:date(s) of insertion: (B)(6) 2012 plaintiff received treatment for dysmenorrhea, dyspareunia, migraine, fatigue, .menorrhagia , back pain . Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. Reporter's information added. Events: dysmenorrhea, dyspareunia, migraine, fatigue, .menorrhagia , back pain and she didn¿t underwent essure confirmation test. Were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain,"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.